Manufacturer narrative:
Mayfield skull clamp (a3059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit was sent in recently for a similar problem. The skull clamp has been thoroughly tested and passes all specific functional testing. It is noted that if the lock is not turned all the way to the full locked position, it has a slight movement. Once the lock is all the way into the locked position, there is no movement. The unit is being sent back to the customer and no repairs are necessary at this time. Root cause: the reported complaint was not confirmed, no issues observed. The skull clamp passed all specific functional testing. Once the lock is all the way into the locked position, there is no movement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the twist lock on the mayfield skull clamp (a3059) does not hold or work properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.